Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that there was a separation of connector and luer mating component (injector) during use with a bd phaseal¿ connector c35-o. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that the plastic wings of the connector were faulty causing a separation between the connector and injector. It was also reported that the clamp did not contain the two pieces together.

Event description:
It was reported that there was a separation of connector and luer mating component (injector) during use with a bd phaseal¿ connector c35-o. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that the plastic wings of the connector were faulty causing a separation between the connector and injector. It was also reported that the clamp did not contain the two pieces together.

Manufacturer narrative:
H.6. Investigation summary one photo was provided to our quality team for investigation. Upon disconnection, the arms of the connector should move back into a relaxed position. After visually inspecting the photo, the arms of the connector were observed to be in the contracted position despite being disconnected from the mating component. There was no visible damage on the connector that could have contributed to the arms remaining contracted. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident was unknown, device history review could not be performed. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.